Event description:
This lead has no known product status. A call to technical services placed on 5/30/2013 states that this lead was used as a temporary pacing lead to support patient's rate. The physician was dr. (B)(6) at (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).